Event description:
The patient reported an elevated blood glucose reading of "hi" with his normal range being about 130 mg/dl. He stated his symptom was his legs felt stiffer and he treated his levels by giving himself an injection of insulin just prior to the call. During troubleshooting, the patient was instructed to check the basal rate and time settings on his insulin infusion device which were correct. The patient stated he changed his infusion set tubing every 7-8 days. He was advised to changed the tubing every 6 days. Troubleshooting did not find any issues with the product. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.